Event description:
Suction machine contains hepa filter in its base. This filter is disposable and changed every 500 hours. Over time, the filter develops cracks, resulting in decreased vacuum. In this case, the filter cracked in less than 500 hours. It was exchanged and the machine returned to service with no adverse effects. Manufacturer aware of filter issue. Redesigned filters expected in early 2005.